Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touchscreen did not respond. As mitigation, the ccm was rebooted and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The logs did not show any problems and there was no observation of any touchscreen issues with the ccm. The fsr cleaned the ribbon cable and performed verification/release testing. The unit operated to the manufacturer's specifications. Per data log review: on (B)(6) 2022 the system was powered up at 07:23:54 am. The log showed that no buttons were pressed at 07:27:22 am and the system was power cycled. After boot up was complete, a perfusion screen was opened indicating the touch screen was functioning. The log confirms that no buttons were pressed but cannot confirm attempts were made to touch a button. There is no other indication of a problem in the logs.

Manufacturer narrative:
The unit later displayed a 'system computer needs service' message. The field service representative (fsr) replaced the ccm. The unit operated to manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The srt observed the touch screen to function as intended. Verification/release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the central control monitor (ccm) into lab use only (luo) testing equipment. Upon power up, the touch screen was functional and there was no 'system computer needs service' message. The unit was monitored for 120 hours and no issues were observed. The ccm operated as intended.